Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 09oct2019. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that there was a navigation ring issue. Reportedly, the touchscreen was working at the time of the incident but it was difficult for the therapist to get the setting they wanted due to the numbers jumping. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
It was reported that there was a navigation ring issue. Reportedly, the touchscreen was working at the time of the incident but it was difficult for the therapist to get the setting they wanted due to the numbers jumping. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.